Manufacturer narrative:
The investigation is not yet complete. A follow up report will be provided with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mr (mitral regurgitation) grade 4. Two mitraclip xtw (lot: 30419a1019, 10304r130) were implanted successfully, reducing mr to grade 1. Due to recurrent mr following progression of disease, the patient returned on (B)(6) 2023 for re-intervention. The two originally implanted mitraclip were stable on the leaflets and no tissue damage was present. During the re-intervention while advancing the steerable guide catheter (sgc), a thrombus was observed on the tip. The sgc was removed from the patient which resolved the thrombus. The sgc was re-flushed and reinserted and used to complete the procedure. An ntw mitraclip (lot: 30419a1019) was implanted. There was no patient consequences clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombus could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na